Manufacturer narrative:
This initial emdr is being submitted to FDA for this as a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Damaged haptic after implantation an on the optic sticking haptic was reported. Then the haptic broke. A reduced vision due to dislocation/misaligment was also reported. The lens was explanted. The patient health was not impacted.

Event description:
Damaged haptic after implantation. An on the optic sticking haptic was reported. Then the haptic broke. A reduced vision due to dislocation/misaligment was also reported. The lens was explanted. The patient health was not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d3 - corrected to new us address g1 - corrected to new us address h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and iol were available for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sytj-140-01). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.